Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was noted to be complex. The physician used a non-bsc pigtail catheter and advanced it with an amplatz guidewire without exposing it. The physician advanced the watchman double curve access system (was) into the laa despite the anatomy. The watchman laa closure device and delivery system (wds) was attempted to be advanced into the was, but when they were close to positioning the wds, they noticed a kink to the was under fluoroscopy. The wds was removed and the physician attempted to straighten the kink with the pigtail and the wire inside without any success. However, at this time, a perforation of the laa occurred. A pericardial effusion of less than 5mm was noted and cardiac tamponade occurred. The effusion was monitored and the patient stabilized, so the procedure continued. A new was and 24mm wds were used and the closure device was successfully implanted. The patient remained stable and has since been discharged.